Manufacturer narrative:
This report is submitted on (B)(6) 2021.

Event description:
Per the clinic, the device was explanted (date not reported) due to extrusion of the electrode lead into the external auditory canal. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on september 02, 2021.